Event description:
It was reported that patient never had therapeutic effect. It was later reported on (B)(6) 2014 that patient wanted to return the programmer because it was not working. It was reported that the patient implant worked for the first month and did not work after that. The patient reported not feeling stimulation. The patient indicated that the health care provider (hcp) and manufacturer representative had tried to reprogram the device but patient was not feeling stimulation and nothing worked. It was noted that patient had been talking to hcp regarding removing neurostimulator (ins) but she had to do test before having it removed. It was noted that the batteries in the programmer were dead. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va05v8n, implanted: (B)(6) 2013, product type: lead. (B)(4).